Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a hardware low level failures and insulin flow blocked alarms. The customer's blood glucose level was unknown. The customer was assisted with the troubleshooting. The customer stated that the customer was able to clear the alarm and able to rewind the insulin pump but insulin pump failed the self test. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No delivery or occlusion alarm during testing. Hardware low level failures error confirmed in the pump history due to broken trace.